Event description:
It was reported that prior to surgery on an unknown date, the batteries did not work and the device was unable to turn on. There was no patient involvement. Evaluation of the device later found that the batteries had leaked. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
(B)(4). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device manufacturing process. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.